Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door continues to fail even after being recovered and even after turning the machine off and then back on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door continues to fail even after being recovered and even after turning the machine off and then back on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was failed. The field service engineer (fse) logged into the hardware test application (hta) and tested the opening of towers 1 through 4. No issues were found. The fse lubricated the door latches using grease and tightened the latch wire sensor connections to improve conductivity. The fse tested the opening and closing of tower door 1 multiple times and rebooted the station back to the application. The system functioned as intended after the field service engineer repaired the device.